Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device was unable to confirm an issue. Analysis did not confirm the reported ECG field failure. The ECG signal was successfully captured and responded satisfactorily to various electrical inputs. X-ray and visual examinations of the device interior failed to reveal evidence of device malfunction that would account for the reported field failure. No hybrid anomalies were found.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The reported non-functional telemetry failure was due to a telemetry acknowledgment delay. The root cause could not be determined the condition disappeared during analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor showed "invalid data" on some of the patient activated episodes and on other patient activated episodes no electrocardiogram. A wandering baseline was also noted on a couple of episodes. The device was explanted and replaced. No patient complications have been reported as a result of this event.